Event description:
Case description: investigational results. Name of the suspect product: novopen 4. Batch number of the suspect product: jvgs573. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name of the suspect product: mixtard 30 penfill hm(ge) 3.0 ml. Batch number of the suspect product: pr7xe64. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case has been updated with following information investigational results added imdrf codes b, c, d, g were added is nonreportable field was updated as no malfunction field updated as no final report check box was ticked expected date of follow up report was deleted narrative updated accordingly references included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: final manufacturer's comment: (B)(6) 2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Product handling issue such as "using dialling clicks to estimate the dose" is not recommended, as it can lead to changes in insulin ad-ministered and blood glucose fluctuations. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary: name of the suspect product: novopen 4. Batch number of the suspect product: jvgs573. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) suffered from hyperglycemia (reached 610 mg/dl.) And dka and entered ICU [diabetic ketoacidosis]. Inaccurate dosage release of insulin [device delivery system issue]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 158 cm. Patient's weight: 65 kg. Patient's bmi: 26.037494. This serious solicited report from egypt was reported by a consumer as "suffered from hyperglycemia (reached 610 mg/dl.) And dka and entered ICU(diabetic ketoacidosis)" with an unspecified onset date , "inaccurate dosage release of insulin(inaccurate delivery by device)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose : 45 iu, qd (30iu morning +15iu pm), from unknown start date to (B)(6)2025 for "type 1 diabetes mellitus", dosage regimens: novopen 4: mixtard 30 hm penfill: not reported to (B)(6)2025. Current condition: type 1 diabetes mellitus (since 2017), neuropathy (duration not reported), vomiting. Concomitant medications included - milga (benfotiamine, cyanocobalamin, pyridoxine hydrochloride), antopral (pantoprazole sodium sesquihydrate), lantus (insulin glargine), perloc (pantoprazole sodium sesquihydrate). Treatment medications included - actrapid (insulin human). On an unspecified date, patient experienced hyperglycemia and diabetic ketoacidosis. On (B)(6)2025, patient entered ICU with a rbs (blood glucose) reaching 610 mg/dl due to in accurate dosage release of insulin and insulin does not inject in her injection site patient used mixtard started 3 months ago, stopped on (B)(6)2025. Patient shifted to actrapid vials with syringes as a treatment for hyperglycemia on (B)(6)2025, patient discharged from hospital. Patient's rbs (blood glucose) measurements before hospitalisation was reported as 180 to 300 mg/dl. Batch numbers: novopen 4: mixtard 30 hm penfill: pr7xe64. Action taken to mixtard 30 hm penfill was reported as product discontinued. Event abated after use stopped or dose reduced for mixtard 30 doesn't apply. The outcome for the event "suffered from hyperglycemia (reached 610 mg/dl. ) and dka and entered ICU(diabetic ketoacidosis)" was recovered. The outcome for the event "inaccurate dosage release of insulin(inaccurate delivery by device)" was not reported. Reporter's causality (novopen 4) - suffered from hyperglycemia (reached 610 mg/dl. ) and dka and entered ICU (diabetic ketoacidosis): probable. Inaccurate dosage release of insulin (inaccurate delivery by device): unknown. Company's causality (novopen 4) - suffered from hyperglycemia (reached 610 mg/dl. ) and dka and entered ICU (diabetic ketoacidosis) : possible inaccurate dosage release of insulin (inaccurate delivery by device): possible. Reporter's causality (mixtard 30 hm penfill) - suffered from hyperglycemia (reached 610 mg/dl. ) and dka and entered ICU(diabetic ketoacidosis) : unlikely inaccurate dosage release of insulin(inaccurate delivery by device) : unknown. Company's causality (mixtard 30 hm penfill) - suffered from hyperglycemia (reached 610 mg/dl. ) and dka and entered ICU(diabetic ketoacidosis) : possible. Inaccurate dosage release of insulin (inaccurate delivery by device) : possible. References included: reference type: e2b company number reference ID#: (B)(4). Reference notes: